Event description:
Customer reported a past low blood glucose event, with the specific cause being unknown. The lowest level was displayed as "low," however, specific value was not provided. Customer consumed carbohydrates to treat it. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.